Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. The reported event is confirmed as x-rays were provided. Radiographs were provided and the identified the following: the initial (upper) radiograph demonstrates fractured glenoid fixation screws and glenoid implant loosening as noted. The later (lower) radiograph demonstrates revision with implant removal and spacer placement as noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial comprehensive reverse total shoulder arthroplasty and is being considered for a patient matched implant product due fractured screws and implant loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: e1(phone#). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown glenoid baseplate. Unknown humeral stem. Unknown humeral tray. Unknown humeral bearing. G2: foreign: UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial comprehensive reverse total shoulder arthroplasty and is being considered for a patient matched implant product due to unknown reasons. Attempts have been made and no further information has been provided.